Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and blank display anomaly on the insulin pump. Customer¿s blood glucose level was 587 mg/dl. Customer treated their high blood glucose levels via manual injection. Troubleshooting for blank display was performed. Customer advised the display screen was blank and resulted in high blood glucose levels. Customer was advised a replacement battery cap would be sent out.